Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that, during an unspecified procedure, a mentor smooth round moderate plus profile 450cc saline breast implant was leaking at the fill valve. This issue was discovered during the physician¿s preoperative inspection of the device. There was no patient contact with the device.

Manufacturer narrative:
Per additional information received from the physician¿s office, the device was deflated. This information was mistakenly omitted from the supplemental report submitted on 4/23/2018. Mentor became aware of this omission on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. White material was observed within the device. During evaluation, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. No problems with the valve were detected. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the etiology of the white material observed inside the device. The device history record (DHR) of lot number 7513799 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/29/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).